Event description:
It was reported during use the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. This event occurred 6 times. The following information was provided by the initial reporter: the customer noticed she was able to prime the pen needle but when she took her injection, it stopped flowing before completing dosage.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9197300. Medical device expiration date: 2024-07-31. Device manufacture date: 219-07-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. This event occurred 6 times. The following information was provided by the initial reporter: the customer noticed she was able to prime the pen needle but when she took her injection, it stopped flowing before completing dosage.